Event description:
Hospital staff was utilizing the device with external sterilization paddles and connector during a cardiac procedure. Reportedly, when the defibrillator was charged in a defibrillation attempt, the device could not be discharged. The pt was not resuscitated. The facility reviewed the event and determined root cause to be a lack of a necessary defibrillator adapter to facilitate defibrillator discharge.